Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('going in for a hysterectomy this morning') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: never had surgery before. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("whole body hurts"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal had resolved and the pain outcome was unknown. The reporter considered medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media- medical device removal and pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Event general body pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A66674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: never had surgery before. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("whole body hurts"). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pain outcome was unknown. The reporter considered pain and pelvic pain to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2013. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media- pain. Lot number:a66674 manufacturing date:2012-10 expiration date:2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A66674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: never had surgery before. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("whole body hurts"). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pain outcome was unknown. The reporter considered pain and pelvic pain to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2013. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media- pain . Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received: lot number added. Event coding updated from medical device removal to pelvic pain. Essure removal date updated, rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('going in for a hysterectomy this morning') in a female patient who had essure inserted. Medical conditions: never had surgery before. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media- medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.